Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The drive support cap was inspected and no anomaly was noted. The device had minor scratches on the lcd and reservoir tub window.

Event description:
Customer's family or friend reported via phone, she was unable get the insulin pump to suspend ant the device alarmed compromised force sensor system during prime. Customer's blood glucose was 291 mg/dl. Troubleshooting was performed. Customer stated the rewind alert occurred after the alarm. Customer stated the device was not dropped or bumped. The drive support cap was reported normal and customer didn't press the support cap while connected. Customer's family or friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device to undergo further testing.